Event description:
Information received indicates the head end brake casters will not lock into brake.

Manufacturer narrative:
(B)(4). Correction: although the initial medwatch indicated and adverse event requiring intervention occurred, this was reported in error. The device was not used in the anatomy and there was no patient involvement. Evaluation of the returned device found it was outside of the sterile packaging. The handle remained in the pre-deployed position. There was no slack on the sutures. The coiled suture lumen was detached, exposing the white suture bight, and was not returned. During the manufacturing process, visual inspection indicated that the coiled suture lumens were in their proper positions. Based on the investigation findings, a root cause for the detachment of the coiled suture lumen from the suture tube could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that before inducing the device into the patient anatomy, a physician trained in the use of the prostar xl device, believed that one of the suture lumen that holds the sutures was dislodged. The device was not used but was replaced with a second prostar xl device. The second prostar xl device was used to achieve hemostasis. There was no patient involvement. Though requested, no additional information was provided.